Event description:
It was reported that during patient post-op device check, an episode of nsln had been observed. It was confirmed that the nsln was due to pvc. The device was reprogrammed and and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.